Event description:
The uf reported the stent came off the balloon in the sheath before it was introduced into the artery. No other details were provided.

Manufacturer narrative:
The returned catheter was protruding out of the distal end of the introducer sheath exposing the distal balloon cone. The balloon was removed by pulling back through the introducer sheath. A new 9 x 59 x 120 cm icast catheter was pulled from inventory and placed through the 7fr sheath returned with the affected device. The stent was able to be successfully advanced through the sheath. The stent was deployed. The balloon was deflated and pulled back through the sheath without issue. It is possible the balloon was not allowed enough time to deflate before being pulled back through the introducer sheath. The lot history record was reviewed and the product met its specifications at the time of release to distribution. Product complaints were reviewed and there were no other reports of product problems for the lot. Based on the investigation and records review, a root cause could not be determined.